Event description:
The customer stated the architect analyzer generated a low total psa result for one patient sample. The initial total psa result of 3.444 ng/ml, which was reported out of the laboratory, did not agree with the expected result. One week later, the same patient sample was retested and generated a result of 12.912 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Corrected data: the serial number of the architect analyzer was corrected from (B)(4) to (B)(4). The architect total psa, list# 7k70-20, was corrected to 7k70-30. Other evaluation (B)(4) erratic results. Investigation summary: a review of the returned instrument logs was performed. The result log encompassed the dates of (B)(6) 2009 at 12:29:14 through (B)(6) 2009 at 16:34:27. No elevated relative light units (rlu) reads were found in the result log scan. During the search for (B)(4), the initial result and repeat result of 3.444 ng/ml and 12.912 ng/ml were confirmed. Both samples were generated using the same total psa reagent lot 68228lf00. The pressure monitoring and liquid level sense logs did not contain the date of occurrence. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The service history review found two additional incidents of the architect i2000 (B)(4) generating discrepant results documented before this incident where component replacement resolved the issues. Preventative maintenance was performed. A change in the wash zone was documented for 1 probe on (B)(6) 2009. Documentation also includes the change of an obstructed sample probe on (B)(6) 2009 and a field service call to resolve the issue of the erratic results generated on (B)(6) 2009. The field service engineer (fsr) reset and cleaned the sample probe along with performing other maintenance and diagnostic procedures. Maintenance and system troubleshooting was performed to remedy the out of range control values on (B)(6) 2009. It was discovered the trigger solution was loaded into the incorrect position. No additional observations of erratic results have been made since this ticket has been documented. The issue(s) are addressed in the product labeling. To investigate the issue, documentation was reviewed including the complaint text, the instrument logs, the instrument history, and architect system labeling. The review showed the architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. Architect reagent package inserts, include literature describing suitable specimens, results, and limitations of the procedure. The handling precautions and specimen collection and preparation for analysis sections details specific recommendations and instructions in sample handling and sample integrity issues. With the available information provided by the instrument logs, the cause of the discrepant results could not be determined. Based on the available information, no product deficiency identified for this complaint. When the sample was reprocessed, the result was within normal ranges. After the additional erroneous results were generated, preventative maintenance and component replacement of the wash zone 1 probe and sample probe were documented within (B)(6) 2009. On (B)(6) 2009, the field service engineer reset and cleaned the sample probe while performing other maintenance and diagnostic procedures in response to the last documented discrepant results documented. In (B)(6) 2009, additional maintenance and system troubleshooting was performed where it was discovered the trigger solution was placed into the incorrect position on the analyzer. This is the final report.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.